Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, weight to the spec, opening on radius. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A striated edge opening on radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.